Manufacturer narrative:
(B)(4). Device code(s) 3191: patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
Pt reported on their device it just shows new sensor.